Event description:
It was reported circulated items were inspected and identified the sterile package was damaged. No patient involvement. No additional information.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00485, 0001825034-2022-00487, 0001825034-2022-00488, 0001825034-2022-00489.

Event description:
Upon reassessment of the reported event, it has been determined that the device sterility has not been compromised. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it has been determined that the device sterility has not been compromised. The initial report was forwarded in error and should be voided.